Event description:
A customer contacted beckman coulter inc. (Bci) stating that a small amount of control material on the top of the tube spilled onto the operator's hand. The operator was not wearing ppe. The small amount of control material was washed off at the sink and the operator was advised to seek medical attention, but did not. There was no serious injury reported for this event.

Manufacturer narrative:
Service was not dispatched for this event. Per product labeling, beckman coulter, inc. Urges it customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.